Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent m2a hip arthoplasty on (B)(6) 2005. Legal counsel for patient reports patient allegations of pain, elevated metal ions, and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to infected right hip with acetabular lysis. Revision op report notes abscess contiguous with the joint, scar tissue, heterotrophic bone and synovium, yellow debris in the bone, and purulent material in the acetabulum. The stem was well ingrown and difficult to remove. All components were removed and replaced.

Event description:
Patient's legal counsel reported patient underwent m2a hip arthroplasty on (B)(6) 2005. Legal counsel for patient reports patient allegations of pain, elevated metal ions, and tissue and bone destruction. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Number 14 states "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 000182503-2012-01950 /01952).